Event description:
At 7:00 a.m., a sample from patient #1 was placed in sample carrier 10, position 3 and barcoded with ID with a creatinine order. At 7:20 a.m., a sample form patient #2 was placed in sample carrier 6, position 1 and barcoded with ID with a metabolic panel order. When the customer reviewed the printed reports from the analyzer, it was noted that patien t #1 was matched with the ordered for patient #2. The customer had already cleared the analyzer's database so no further meaningful data could be obtained. The customer did note that the lab's host computer had matched the correct patient names to the correct test results. The customer states that no barcode errors were generated and that this issue has not reoccurred since. The customer also noted that during the previous shift, a hardware error had occurred due to a lab technician removing a carrier from the analyzer before all samples had been sampled. There is no impact to patient management report.